Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Call summary: information was received from a patient regarding an implantable neurostimulator. The reason for call was during the call, patient mentioned they saw their doctor this week because their stimulator is not as effective as used to be and they are having a lot of pain. When asked event date, patient said "for a while". Patient said the doctor is planning another procedure regarding the issue, but patient wasn't sure what they were going to do. Patient said the doctor was going to go in and turn one of the implants off because it feels like they are being burned up from the inside, like the stimulator itself is burning them up. Agent asked patient if they felt that from one or both implants, but patient didn't know. Patient then said they can't tell the difference from one leg to the other. Patient also mentioned they were in the hospital for an MRI about 2 weeks ago, and when they looked at the x-ray they were concerned because registration only had 3 leads, but the scan showed another lead that they have no record of. Patient said the rep met with them at that time and said patient didn't have what the implants were for labeled correctly. Agent documented information given during the call.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6); implanted: (B)(6) 2021. Product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.